Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were reported within normal limits. Visual inspection revealed the lead was returned in two segments, severed approximately 131mm from the terminal end. An extracting stylet was returned stuck in the tip section of the lead. The helix was returned extended. Dried body fluid and tissue were noted in the helix housing, normal for active fixation leads. Insulation abrasion was observed ~66-77 mm from the tip end, through to the rs conductor coil (through the silicone insulation and inner polytetrafluoroethylene insulation), the abrasion would have been located within the heart area. The reported oversensing was likely the result of abraded insultation lead damage observed by the laboratory as the damaged area would have been located within the heart area.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial signals on the ventricular channel. This did not result in pacing inhibition on the right ventricular (rv) channel as a result. Technical services (ts) was consulted and provided programming optimization recommendations. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead has been explanted and returned to boston scientific for analysis. No adverse patient effects were reported.